Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted in the sigmoid colon during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted as a palliative care of a 4 cm malignant stricture due to large intestine cancer. The patient had a previous tumor removal but the cancer reappeared. Reportedly, the patient¿s anatomy was not tortuous. There are no reported issues during stent implantation. On (B)(6) 2014, it was reported that the patient experienced pain and had a fever. A CT scan was performed and the physician confirmed that a perforation occurred at the distal flare part of the stent. An emergency surgery was performed to remove the stent and the perforation site, and a stoma was created. According to the physician¿s assessment, the stent caused the perforation. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.